Event description:
It was reported that pump malfunction occurred and customer was unable to connect pump with g7 sensor, with malfunction code malf 16 displayed and no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to perform pump reset and to restart sensor session away from old sensor and other users, and when malfunction code could not be reset technical support arranged replacement pump with updated software, confirmed shipping details, instructed customer on storage mode and return process, and advised customer to consult healthcare provider for backup insulin therapy and to program pump settings and reconnect cgm on replacement pump.